Event description:
This is a verbatim report as received by (B)(4) is a spontaneous case report sent by a physician which refers to an adult female of unknown age. The patient's medical history included smoking and alcohol abuse. No information on concomitant medication or allergies. The patient had not used dermal fillers previously. On an unknown date, the patient was injected with restylane perlane (hyaluronic acid). The product lot number, area(s) treated, amount (ml) and techniques used were not reported. On an unknown date, after the restylane perlane application, the patient experienced non-specific problems and was hospitalized. Details and dates were not reported. The reporter also informed that the physician who was monitoring the patient during hospitalization (who is not the reporter) diagnosed the patient with probable cellulitis. Two photos of the patient were provided. Photo 1 was taken 5 days post restylane perlane application (unk date). Photo 2 was taken on (B)(6) 2013 during hospitalization. The outcome for cellulitis was not recovered/not resolved. Follow up: several contact attempts were performed with the reporter; however, with no success. The reporter's causality for the case is conditional/unclassified. The company's causality for the case is possible.

Manufacturer narrative:
Comment: a relation to the treatment cannot be totally excluded (possibly related). However, the injection procedure may have contributed to the event. The reported event is addressed in the label. Lot number was not reported and batch analyses can therefore not be performed. The limited information provided in the case report makes a proper assessment difficult (additional information is requested). The reason for hospitalization is not provided. There is no information regarding type of intervention, nor in which area(s) the patient was injected with restylane perlane. Two photographs showing swelling and possible inflammation (cellulitis) in the right side of the patient's face have been provided. From these photos, one can suspect that there is a risk for abscess formation under the right eye. Corrective action: the event is already addressed in the labeling. No action is initiated. For reference purpose only, (B)(4). This case was received by (B)(4). Pharmacovigilance_comment: pb (B)(4) 2013. The event implant site cellulitis is assessed as serious and possibly related. The event ill defined disorder is assessed as serious and unassessable due to insufficient information.